Event description:
A customer contacted beckman coulter inc. (Bci) regarding evidence of dried wash buffer on the bottoms of the right and left ucta (unicel closed tube aliquotter) wash syringes in the unicel dxc 660i synchron access clinical system indicating a leak in the system. The leakage from the probe consists of diluted wash solution. There was no impact on patient treatment or user safety from this event.

Manufacturer narrative:
Field service engineer (fse) visited and performed routine repairs. A) replaced both of the ucta (left and right) wash syringes. The repairs made on the system appear to have resolved the issue. Upon reoccurrence, the hardware failures could cause erroneous results on any chemistries and patient treatment and/or operator safety is likely to be impacted. The root cause is not known at this time, parts are being sent in for further investigation.